Manufacturer narrative:
Analysis was not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
It was reported that the conductor on the lead was exposed and it appeared like the insulation on the wire had pulled down (¿insulation manufacturing defect¿) or away from electrode #0 on the proximal end. A new lead was then used in the procedure. It was noted that the patient had been through the trial phase of testing and this had occurred at the implant of the new implantable neurostimulator (ins). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned lead model 3093-28 lot #va0rrac showed that the outer insulation was separated at the butt joint distal to the #0 connector. No short circuits were seen and the continuity was acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.